Event description:
During insertion, the tracheostomy tube broke at the place where the inner cannula is to be clipped into place. Tube was, therefore, unusable and had to be withdrawn and another one inserted.